Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, when powered on, the screen blacked out on the ht70 plus ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The customer returned the defective unit for repairs. An investigation was performed and the alleged malfunction was confirmed and issue was determine to be the lcd display assembly.